Manufacturer narrative:
(B)(4). D10: 11-300815 item name arcos 15x150mm spl tpr dist lot # 66095204. G2: foreign: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. It was reported a fall occurred, however the reason for the fall is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 5 months post implantation due to peri-prosthetic fracture. There is no additional information available at the time of this report.